Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation and calcium was visualized on all three leaflets. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification was confirmed based on the imagery provided for evaluation. A surgical intervention was planned, but the patient passed away prior to the surgical intervention. The available information suggests patient factors (end stage renal disease) likely contributed to the event as a patient medical history of end stage renal disease (esrd) on dialysis was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months, and 10 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient presented with prosthetic valve stenosis. The mean pressure gradient (mpg) was 46 mmhg, and the maximum velocity (vmax) was 4.5 m/s. The patient was noted to be an inpatient and was awaiting review of the computed tomography (CT). Imagery was provided for evaluation, and calcium was visualized on all three leaflets. Subsequently, additional information was provided indicating that the patient presented with dyspnea and chest pressure. The patient's troponin level was mildly elevated and trended down. The patient also appeared hypervolemic and there was possible reoccurring pneumonia. The aortic valve area (ava) was 0.46 cm2. The patient was planned for a tavr valve-in-valve procedure; however, approximately 4 years, 3 months, and 20 days post tavr procedure with the 23 mm sapien 3 ultra valve, the patient passed away at their home. The cause of death is unknown.